Event description:
Qv sars otc reported having blood on their swab and asked about the effect -- tss reviewed the provider pi.

Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified for the reported issue. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.